Event description:
The 4r ganglion is located between two cartilages and, due to its location, it was necessary to bend the echobronchoscope to access it. After identifying the site, the needle was exposed by moving the equipment towards the ganglion and then the first puncture was performed. At this time, a bend was observed in the needle tip. The entire system was removed and, when trying to rectify the needle tip, it broke. A new needle of the same reference was opened to continue the procedure, which was uneventful. Needle damage occurred early in the procedure, on the first puncture attempt. After needle change, other nodes were explored with the new needle and there were no other complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted once the investigation is concluded.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation complaint device was not returned therefore a document based review will be performed. Lab evaluation n/a. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number cf1799075 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1799075. The notes section of the instructions for use, ifu0051-8, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0051-8). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to the endoscope in a flexed position and difficult target site as indicated in the complaint description where it is stated ¿the 4r ganglion is located between two cartilages and, due to its location, it was necessary to bend the echobronchoscope to access it¿. This would have potentially caused the needle to kink distally and then to break outside the patient when trying to rectify the needle tip summary: complaint is confirmed based on customer¿s testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.